Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needles experienced two instances of hub separation from the device and one case of difficult plunger movement. The following information was provided by the initial reporter: material no:328466, batch no: unknown. Consumer reported found 2 without a needle hub when removed needle shield. Consumer reported found 1 could not get needle shield off of syringe. Consumer reported found 1 syringe when removed needle shield the needle was bent right over. Consumer reported found others hard to press down plunger rod. Date of event: unknown.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needles experienced two instances of hub separation from the device and one case of difficult plunger movement. The following information was provided by the initial reporter: material no:328466 batch no: unknown consumer reported found 2 without a needle hub when removed needle shield. Consumer reprorted found 1 could not get needle shield off of syringe. Consumer reported found 1 syringe when removed needle shield the needle was bent right over. Consumer reported found others hard to press down plunger rod. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-11. H6: investigation summary customer returned (5) loose 1/2cc, 12.7mm syringes. Customer states that it was hard to press down on the plunger rod. All returned syringes were tested and all were able to draw and expel properly without any observed defects. Customer returned (5) loose 1/2cc, 12.7mm syringes. Customer states that the needle was bent over. All returned syringes were examined and one sample exhibited a bent cannula. Customer returned (5) loose 1/2cc syringes. Customer states that the needle shield could not be removed. All returned syringes were tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Customer returned (5) loose 1/2cc syringes. Customer states that they found two needles without the needle hub. All returned syringes were examined and no hub assembly separated from the barrel when the shield was removed. Unable to perform DHR check for plunger difficult to move due to unknown lot number. Unable to perform DHR check for shield does not detach as intended due to unknown lot number. Unable to perform DHR check for needle hub separates due to unknown lot number. Unable to perform DHR check for needle bent due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure hub assembly separated from the barrel when the shield was removed. Bd was not able to duplicate or confirm the customer¿s indicated failure that it was hard to press down on the plunger rod. Bd was not able to duplicate or confirm the customer¿s indicated failure that the needle shield could not be removed. Bd was able to confirm the customer¿s indicated failure that the needle was bent over.